Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to low blood glucose level, with a reading of 33 mg/dl. She felt that her low blood glucose levels were due to not eating, and didn't feel that the insulin pump was at fault. Nothing further was reported.